Event description:
Senseonics was made aware of an incident where the user reported experiencing bumps with soreness, first noticed on (B)(6) 2025 (time not provided). The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.according to dms records, the user has not been using the system since wednesday, (B)(6) 2025, at 9:17 am. The user stated that they would like their sensor removed, as they find the system too complicated to use. Assistance was offered to help the user gain a better understanding of the system and potentially reconsider, but the user declined.

Manufacturer narrative:
The user reported experiencing bumps with soreness, first noticed on (B)(6) 2025 (time not provided). The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.according to dms records, the user has not been using the system since wednesday, (B)(6) 2025, at 9:17 am. The user stated that they would like their sensor removed, as they find the system too complicated to use. Assistance was offered to help the user gain a better understanding of the system and potentially reconsider, but the user declined.